Event description:
It was reported the customer received a no delivery alarm during fill tubing. The customer's blood glucose was unknown. It was found the customer had resolved the alarm before troubleshooting could occur. The customer stated they had to rewind the insulin pump three times before the fill tubing process could be completed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.